Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: the "ppt tube separation glue has bubbles. Total purchase quantity is 13000 pieces, which 500 pieces of separation glue have bubbles."

Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Retention samples were inspected and no issues were identified.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: the "ppt tube separation glue has bubbles. Total purchase quantity is (B)(4) pieces, which (B)(4) pieces of separation glue have bubbles."